Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected high blood glucose value of 602 mg/dl at the time of the incident. Troubleshooting was not performed for the high blood glucose reading. Troubleshooting was performed to check for button error/keypad anomaly. It was discovered that the up arrow does not respond. The customer declined to discontinue use of the insulin pump. Nothing will be replaced or returned.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, a33 and excessive no delivery test. The device had a cracked belt clip slot.